Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The sample terminated at the 50cm depth marking. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Usage residues were evident throughout the sample. Adhesive residue surrounded the catheter tubing from the molded joint to the 8cm depth marking. A partially circumferential split was observed between the 12cm and 13cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially at the site of the split during manual manipulation of the sample. Microscopic inspection of the split revealed rounded edges. The edges exhibited a granular texture. Material buckling and an elliptical cross-section were evident in the vicinity of the split. Material discoloration was visible at the corners of the split. The split characteristics were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A lot history review (lhr) of rezc1912 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was inserted (B)(6) 2015 for chemo and removed (B)(6) 2015 because of a split. Split site unknown. On (B)(6) 2015 no reported injury to patient.